Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain') in a 24-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Previously administered products included for birth control: mirena from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included vomiting, diarrhea, abdominal pain, flank pain, urination difficulty, back pain, blood in urine, lower abdominal pain, ovarian cyst, vaginal discharge, alcohol use, vaginitis, vulvovaginal candidiasis and hypothyroidism. Concomitant products included ibuprofen, intrauterine contraceptive device (iud nos), levothyroxine, medroxyprogesterone acetate (depo provera), misoprostol, nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"), 1 year 4 months after insertion of essure. In (B)(6) 2012, the patient experienced vaginal infection ("infections/ infection: vaginal"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract infection and urinary incontinence had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 left trailing coils and 4 trailing coils on the right. Patient received treatment pain, bleeding, urinary,bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: 1. Interval placement of bilateral essure devices, the medial portions of which are visible in the bilateral uterine cornual regions. 2. Interval removal of previous intrauterine device. 3. Otherwise, unremarkable pelvis ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome updated for events- pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection urinary tract infection, incontinence. Rcc added. Processed with follow up 7. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain') in a 24-year-old female patient who had essure (batch no: 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Previously administered products included for birth control: mirena from on (B)(6) 2011 to on (B)(6) 2012. Concurrent conditions included vomiting, diarrhea, abdominal pain, flank pain, urination difficulty, back pain, blood in urine, lower abdominal pain, ovarian cyst, vaginal discharge, alcohol use, vaginitis, vulvovaginal candidiasis and hypothyroidism. Concomitant products included ibuprofen, intrauterine contraceptive device (iud nos), levothyroxine, medroxyprogesterone acetate (depo provera), misoprostol, nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"), 1 year 4 months after insertion of essure. On (B)(6) 2012, the patient experienced vaginal infection ("infections/ infection: vaginal"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal infection, menstrual disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, incontinence, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, incontinence, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 left trailing coils and 4 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis: on (B)(6) 2013: 1. Interval placement of bilateral essure devices, the medial portions of which are visible in the bilateral uterine cornual regions. 2. Interval removal of previous intrauterine device. 3. Otherwise, unremarkable pelvis ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: event abdominal pain was added. Event onset date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain') in a 24-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, diarrhea, abdominal pain, flank pain, urination difficulty, back pain, blood in urine, lower abdominal pain, ovarian cyst, vaginal discharge, alcohol use, vaginitis, vulvovaginal candidiasis and hypothyroidism. Concomitant products included ibuprofen, intrauterine contraceptive device (iud nos), levothyroxine, medroxyprogesterone acetate (depo provera), misoprostol, nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On (B)(6) 2013, the patient experienced urinary incontinence ("incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (b)(2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vaginal infection ("infections/ infection: vaginal"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy). Essure was removed on 1-jun-2018. At the time of the report, the pelvic pain was resolving and the vaginal infection, menstrual disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary incontinence, nausea and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 left trailing coils and 4 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: 1. Interval placement of bilateral essure devices, the medial portions of which are visible in the bilateral uterine cornual regions. 2. Interval removal of previous intrauterine device. 3. Otherwise, unremarkable pelvis ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, utls, urinary incontinence, vaginal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporters information and lot number was added. Event infection was updated with vaginal infection. Events added: abnormal bleeding (vaginal, menorrhagia), infection: uti, incontinence, nausea. Outcome of event pain was updated. Concomitant drugs, medical history and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area pain') in a 24-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, diarrhea, abdominal pain, flank pain, urination difficulty, back pain, blood in urine, lower abdominal pain, ovarian cyst, vaginal discharge, alcohol use, vaginitis, vulvovaginal candidiasis and hypothyroidism. Concomitant products included ibuprofen, intrauterine contraceptive device (iud nos), levothyroxine, medroxyprogesterone acetate (depo provera), misoprostol, nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months after insertion of essure. On (B)(6) 2013, the patient experienced urinary incontinence ("incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vaginal infection ("infections/ infection: vaginal"), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal infection, menstrual disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary incontinence, nausea and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 4 left trailing coils and 4 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: 1. Interval placement of bilateral essure devices, the medial portions of which are visible in the bilateral uterine cornual regions. 2. Interval removal of previous intrauterine device. 3. Otherwise, unremarkable pelvis ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, utls, urinary incontinence, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.